Event description:
It was reported that the target lesion was located in the right coronary artery described as heavily calcified. After pre-dilatation was performed, the stent failed to cross the lesion completely and dislodged just proximal to the target lesion. The dislodged stent was implanted just proximal to the target lesion which is an unintended site using a 2.5 nc balloon dilatation catheter. After implantation of the dislodged stent, it was decided to stop the procedure. The target lesion was not treated. The patient is fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The customer reported the stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the heavily calcified anatomy. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, improper technique and handling during sheath removal and preparation for use, or interaction with the patient anatomy, lesion and/or accessory devices. There was not reported stent damage or issue prior to use. It is possible that interaction with the heavily calcified anatomy damaged and/or loosened the stent such that further interaction with the anatomy or the tip of the guiding catheter during retraction resulted in the reported stent dislodgement. However, the product was not returned which may have aided in the evaluation. A conclusive cause cannot be determined for the reported dislodged stent, which was implanted proximal to the lesion with a nc balloon dilatation catheter (additional percutaneous transluminal intervention, pti). The lot history number was not provided; therefore, review of the device history record could not be performed. Although a conclusive cause for the reported stent dislodgement cannot be determined, the reported failure to advance appears to be related to operational context and there is no indication of a lot-specific product quality deficiency. During manufacturing, all stent delivery systems (sds) are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.